Event description:
The field service representative (fsr) reported that during preventative maintenance of the device, the 38 degrees c thermostat was causing the unit not to heat. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
This device was manufactured before 1999. The field service representative (fsr) confirmed the reported issue. The fsr replaced the thermostat, which did not resolve the issue. The fsr replaced the pc control board on the unit. With the board replaced, the unit operated to manufacturer specifications and was returned to clinical use. No additional action will be taken at this time.